Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Troubleshooting was performed and the blockage was confirmed to be within the cartridge. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose (bg) was elevated; value not provided. Reportedly, customer drank water to treat elevated bg.